Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered severe pain, emotional distress, difficulty urinating, tightening stomach, bladder infections, and urinary tract infections. No further information has been provided.